Event description:
It was reported "arterial catheter & needle stuck inside patients arm after advancing guidewire. Was able to remove, but guidewire kinked and had sheared unravelling still attached to needle. Another one had to be opened. Checked circulation and applied pressure to dressing." It was reported the catheter was removed completely from the patient. Normal pressure applied, no hematoma. No harm to patient noted post assessment. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned one, opened catheterization device from a ra-04220 kit. The tray was also returned. An opened arterial kit was also returned; however, it was empty. It is being assumed that this opened kit was the second arterial kit opened during the procedure (per customer report). Signs of use in the form of biological material were observed inside the needle hub. Visual analysis revealed that the guide wire was unraveled. The black handle was removed completely out of the proximal end of the chamber. It was noted that the unraveled end of the guide wire was stuck inside the needle hub. Removal of this unraveled section resulted in the coil wire to become separated. Once free, microscopic examination revealed that the core wire had separated directly adjacent to the distal weld. The weld was full and spherical. After failing functional testing, large amounts of resistance were encountered when trying to insert a long pin gage through the needle cannula. It appears that the pin gage would not pass through the proximal opening of the cannula. The needle hub was cross sectioned to analyze the proximal opening. Microscopic examination revealed a white substance partially occluding the proximal opening. The guide wire length from the handle to the distal end of the core wire measured 4 1/4", which is within the specification limits of 4 3/16"-4 3/8" per the guide wire with handle product drawing. The guide wire outer diameter measured 0.432mm, which is within the specification limits of 0.432mm-0.457mm per the guide wire product drawing. The cannula outer diameter measured 0.03220" , which is within the specification limits of 0.0320"-0.0325" per the cannula product drawing. The cannula inner diameter at the distal end measured 0.023", which is within the specification limits of 0.0226"-0.0240" per the cannula product drawing. The cannula inner diameter at the proximal end could not be accurately measured due to the occlusion. The guide wire coil was removed from the cannula. This resulted in the coil wire to separate. Once the coil wire was completely removed, an attempt to insert a lab inventory pin gage through the proximal end was performed; however, major resistance was encountered at the proximal opening. To better visualize the proximal opening of the cannula, the needle hub was cross-sectioned. Visual analysis of the proximal opening revealed large quantities of biological in combination with a clear white substance. This blockage was unable to be removed from the assembly. Performed per IFU statement, "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle". The sample was sent for ftir testing. There it was determined that the foreign material is a combination of silicone and biological material. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel". The report of guide wire/needle resistance was confirmed through analysis of the returned sample. Visual analysis revealed that the guide wire was lodged inside the needle cannula and was unraveled. Further analysis revealed a blockage from within the needle cannula. Ftir testing revealed that the blockage is a build-up of silicone which is used during manufacturing of the device. Despite the defect, all relevant dimensional requirements were met, and a device history record review did not reveal any relevant findings. The root cause is likely manufacturing related due to the build-up of silicone within the cannula. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "arterial catheter & needle stuck inside patients arm after advancing guidewire. Was able to remove, but guidewire kinked and had sheared unravelling still attached to needle. Another one had to be opened. Checked circulation and applied pressure to dressing." It was reported the catheter was removed completely from the patient. Normal pressure applied, no hematoma. No harm to patient noted post assessment. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).